Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer device had an "overtemp alarm". No adverse patient effects were reported.

Manufacturer narrative:
The reporter stated there was no patient involvement in this event. It was also reported that the unit would overheat as soon as it was powered on and that the "temp would continue to rise causing the over-temp alarm to go off". The problem was discovered during a safety check before use.